Event description:
It was reported that this right ventricular (rv) lead exhibited toss of capture (loc). The patient experienced dizziness. Further testing to check thresholds was programmed. A revision procedure was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).